Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 6942-5-046, lot# a11a232, description: unitrax modular endo head 46mm. Cat #6942-6-060, lot# 34574801, description: unitrax v40 sleeve -4mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "the pt's hip became infected. The initial hfx implants were removed and replaced with antibiotic cement coated implants."